Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, that during surgical setup, the customer experienced 32056 errors on the universal surgical manipulator 3 (usm3). The customer attempted several troubleshooting steps, including power cycling, cycling the breakers, and disabling the usm arm, but the issue persisted. The technical service engineer (tse) reviewed the system logs and confirmed the 32056 errors related to usm3. The tse inquired if all four arms were needed for the surgical procedure, and the customer confirmed they were. The tse suggested bringing in another patient side cart (psc), but the customer decided to move the procedure to a different operating room as it was more convenient. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found i2c communication errors. The unit was installed onto an in-house system where no errors related to the reported event occurred. The unit was then installed on a test platform where the unit failed sensors check on the pitch axis replicating the reported event. A working pitch searchlight pca was installed and the unit passed the required testing, verifying the pitch searchlight pca to be the source of the fault. The complaint was confirmed based on the results of the investigation.